Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, 3 reloads were unable to fire. The user opened a new handle, shell and reloads to continue the case. There was no patient injury.